Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the implantable cardiac monitor exhibited post-sensed t-wave over-sensing. No intervention was performed. Patient status was not reported.